Event description:
It was reported that myopotential oversensing was observed on the device. The device was reprogrammed to resolve the event. However, abbott technical support recommended additional reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.